Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the patient reported that they had contacted the manufacturer¿s representative on (B)(6) 2018 and they helped them to get it to work again back on program 4. It was stated that they ¿had off on 27¿. The patient again reported that the circumstances that led to the issue was that they rode home for 45 minutes and the device was off. The cause was unknown. The patient stated that they went in on (B)(6) and they ¿reprogrammed to 3¿. They patient was on program 3 and was working fine for them. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted yesterday and had issues getting the programming up and running. The family member reported that they patient was implanted for both bladder an bowel control. The patient was set on program 4 and the implant was on but when they got home from the hospital, the implantable neurostimulator (ins) had shut off and was on program 2. The family member was trying to get back to original program 4 but ¿cannot get it to step 3, the one right below where it shows the program" the patient was on. This was confirmed to be getting poor communication with the programmer. As a action taken prior to report, they had used the antenna and "tried the other way" to connect the programmer to the ins but were unsuccessfully in resolving the issue. The family member confirmed that the healthcare professional (hcp) specifically told them to leave the settings as they were which was the reason they were trying to get back to program 4. After reviewing programmer button use and how to proper synchronize, the family member was able to successfully connect the unit to the ins. It was determined the ins was at program 2. The reporter stated that they had previously set the program to 3 at 0.7 for the stimulation. It was noted that program 3 at 0.7 was ¿too high¿ for the patient (it was later reported that they did not know if it was ¿too high¿ or ¿too low¿). It was recommended that the family member should follow the direction of the hcp since this was a prescribed device. With assistance, the family member was able to switch to program 4 and the patient felt the stimulation ¿a little bit¿ at 0.6. It was confirmed the ins was on. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had contacted the manufacturer on june 13, 2018 as soon as they got home. The manufacturer¿s representative guided the patient and they straightened thing out. The circumstances that led to the issue was that they drove home (45 minutes). The issue was reported as resolved. There were no further complications reported or anticipated.